Event description:
It was reported there was a surgical revision of the patients catheter. The patient had swelling at the catheter implantation site in the lower back, and inadequate pain control. There was an inability to aspirate fluid from the device and x-ray results indicated a catheter migration. The device revision was on (B)(6) 2012. The patients condition was reported as resolved without sequelae. The medication in the pump was reported as "hydromorphine".

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter (B)(4).